Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received the patient has experienced urinary tract infections, bacterial infection, urinary frequency, urgency, leakage, neurogenic bladder, bladder muscle dysfunction, dysuria, foul odor to urine, chills.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Patient information not provided section . Incident date was not provided. Lot number not provided . UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury and pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury and pain. Per additional information received the patient has experienced urinary tract infections, bacterial infection, urinary frequency, urgency, leakage, neurogenic bladder, bladder muscle dysfunction, dysuria, nocturia, foul odor to urine, chills, and pelvic pain. Urodynamic testing post-procedure found overactive bladder and stress incontinence.